Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 the patient experienced a skin reaction on (B)(6) 2017. The sensor was inserted into the abdomen on (B)(6) 2017. The reaction was located on the abdomen on the left side underneath and around the sensor. The patient stated that after the senor was inserted on (B)(6) 2017, they began to experience a rash and blistering on the abdomen and arms and removed the sensor the same day. It was indicated that the patient spoke to their doctor regarding the skin reaction. Date of consultation is not known. Patient's mother used over-the-counter (otc) benadryl to reduce the symptoms. At the time of contact, the patient was in good condition. No additional event or patient information was provided.